Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. Customer stated they changed site and noticed their blood glucose level went up and changed infusion set and it was bent. Customer changed site again and an hour later their blood glucose level was over 600 mg/dl and meter was high. Customer had been using insulin pump system within 48 hours of high blood glucose event. Auto mode feature was active at the time of high blood glucose event. The insulin pump will not be returned for analysis.